Manufacturer narrative:
Controls run prior to the issue were within range. Controls run after the event were not acceptable. The system solutions and electrodes were changed. Pinch valve tubing and filters were cleaned. Bubbles were present in the sipper syringe. Cleaning maintenance was performed. The electrodes were reconditioned. The field service engineer changed many parts, including a valve, nozzles, and tubing. Issues still occurred after these actions. The engineer then changed the degasser and there were no further issues. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is likely related to a mis-sampling related problem.

Event description:
The initial reporter stated they received questionable ise results for 15 patient samples on a cobas 8000 ise module. The following assays were affected: ise indirect na, k, ci for gen.2. No incorrect results were reported outside of the laboratory. The units of measure for k and cl were not provided. Refer to the attachment for all patient data. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.